Event description:
Patient presented to the physician with a hematoma at the chest incision site. Physician brought the patient into the operating room, and no signs of infection were observed on examination. Physician evacuated the hematoma, irrigated the ipg pocket with antibiotic solution, and closed the incision. Prophylactic antibiotics were prescribed after the procedure was completed.